Event description:
It was reported that during the embolization of an aneurysm, the coil prematurely detached partially within the microcatheter and partially within the parent vessel. No attempt was made to retrieve the coil. Anticoagulant medication was administered. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: no evaluation of the complaint sample has been performed as the complaint sample will not be returned for evaluation.